Manufacturer narrative:
Date sent : 9/14/2007. Hot sheath. Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested and after it was activated for over 60 seconds, the outer tube near the blade was noted to be hot to the touch. This may have been caused by excessive tissue or body fluids on the proximal end of the instrument between the blade and the outer tube. A preliminary investigation form process has been initiated. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the device immediately overheated. Another device was used to complete the case. There was no consequence to the pt.